Event description:
The customer reported that the system tracks to max in auto. Also when it was on auto. It locks up the system and will not fluoro. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer has declined repairs at this time. No additional information is available.